Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. (B)(4). The injector was returned with the plunger stuck inside the cartridge. There was a reddish residue on the device, however, there was no damage to the cartridge. No lens in the container received. (B)(4).

Event description:
It was reported that the cc4204a single piece collamer lens was loaded incorrectly and as a result, the lens tore as the surgeon inserted it into the eye. The lens was removed, another same model lens was implanted and a suture closed the wound. The event was due to a user's error.